Event description:
Information was received from a consumer regarding a patient receiving morphine (10 mg/ml at 2.6 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient's pump was not due for a refill until around the (B)(6), but he was experiencing the same sensation as if his pump was empty again which began on (B)(6) 2016. The patient's bowel movement increased and his pain was coming back. The pump was not alarming. The patient had an appointment with his physician on (B)(6) 2016. On 2016-07-21 additional information received reported the patient went to the healthcare provider on (B)(6) 2016. Per the patient there should have been 5.1ml but the healthcare provider got nothing out of it so "it did run dry." The patient reported he estimated it went dry 13 days before pump was due for refill. The patient also stated they had been taking hot water submerging baths. It's a machine that sits in bathtub to keep the water moving but it heats it up. The patient stated it gets pretty warm in there and the patient believed that is what was causing the pump to run dry because it was over the temperature allowance. The patient also reported that they looked at the clinical manual for the refill accuracy chart and stated their refill amounts are still within the 14.5% range. The patient stated that the evidence is telling them it's the hot water submerging thing he does and the patient's going to quit doing that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.